Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), it was reported that the patient expired. The target lesion was located in the circumflex artery and was treated with the oad using five passes on low speed. The pressure of the patient began to drop and the device was removed from the body. The patient entered cardiopulmonary arrest and expired during the procedure. The cause of death was unknown.